Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 548 mg/dl. The customer was treated of manual injection with syringe. The troubleshooting was performed. The customer was advised that the alarm was caused by set/reservoir occlusion. The customer was advised to assemble a new infusion set and reservoir. The patient was advised to reinsert the new reservoir and run manual prime to at least 5.0 units and they observe insulin exiting the tubing or insulin pump alarms. The customer reported insulin exits with manual prime. The customer was advised that the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.